Event description:
During the implant procedure, while dissecting the neck area, a vessel was nicked and the patient experienced bleeding. The physician applied pressure, utilized an aspirator, and ligated the vessel to stop the bleeding. This resolved the issue.